Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety"), dermatophytosis ("dermatophyte") and thyroid disorder ("thyroid function"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the anxiety, dermatophytosis and thyroid disorder outcome was unknown. The reporter considered anxiety, dermatophytosis, medical device removal and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media: anxiety, dermatophytosis, thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case. Added event surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.